Event description:
The knee scope procedure was scheduled for one hour and it took three hours. The surgeon was trying to pull out some cartilage and the tip broke off. The surgeon had to search for the piece. It was confirmed that the upper jaw was removed from the patient and that a back-up device was available and used in the surgery. No patient injury was reported.